Manufacturer narrative:
The insulin pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 346 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose stating she is stable. The customer stated the insulin pump broke where the reservoir goes in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.